Event description:
Account alleged that the head section slowly drifts down.

Manufacturer narrative:
Account found that one of the CPR handles was pulled out. Account adjusted the CPR handle to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.